Event description:
It was reported that during an in-clinic follow-up, failure to capture was noted on the right atrial (ra) lead. Diagnostic imaging revealed a dislodgement of the ra lead. The lead was explanted. The patient was in stable condition.